Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not recognizing the cassette. The event occurred during set-up, and there was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was not recognizing the cassette¿ was replicated. Per visual inspection, the downstream occlusion (dso) seal damaged, lens scratched. The flex circuit, latch lock, dso seal, lens, and battery compartment were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.